Manufacturer narrative:
(B)(4). To date the device has not been received. If the device is received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: can you please confirm the product code for this complaint: psee60a; what was the product code of the gold reload that was used (gst60d or ecr60d): gst60d was used; when the device deployed "some staples", did the device cut, if yes, was the cut line equal in length to the staple line that was deployed, if not, did the device not cut at all: doctor not sure if anything cut but there were loose staples; please confirm if there were any patient consequences as a result of the event: no.

Event description:
It was reported that during an open pneumonectomy procedure, on the first firing of the device using a gold cartridge, the device locked on to bronchus tissue. The surgeon forgot that the device had a reverse button and did not use the reverse button in the attempt to free the device. The doctor did note that some staples were deployed but were not fully formed. The manual override was tried but the override function would not work. To remove the device, tissue was cut from the sample side using a scalpel; however this did not improve the situation. The surgeon then cut tissue from the proximal side to free the device from the patient. The surgeon then hand sewed the anastomosis of the bronchus tissue and closed the patient. It is unknown if there were any patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m53l02. The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.